Manufacturer narrative:
Section h3, h6: the devices were not returned for evaluation; therefore, a device analysis could not be performed. Devices' batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history based on the historical data revealed similar previous events, however, no commonalities that would suggest a device deficiency were found. A review of the instructions for use documents for engage partial knee system revealed that pain can result from improper positioning, loosening or wear of components. There is not enough data available to conclude that the overall clinical benefit outweighs the potential risk profile when compared to the state of the art. The existing data identifies a potential signal that the performance is an outlier vs the state of the art with respect to the risk for revision. In addition, a historical review concluded that no previous escalated actions for this type of issue were identified. However, a voluntary market removal will be performed as a correction action for the engage cementless partial knee system due recent complaint data that indicates that the revision rate may be trending higher than corresponding similar devices in global joint replacement registries. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness or patient condition. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka surgery was performed on (B)(6) 2022, the patient experienced pain. This adverse event was treated by a revision surgery on (B)(6) 2024, in which a engage tibial anchor stem sz 3-4, engage porous femoral sz 4-rt med, engage porous tibial tray sz 3-rt med and the engage tibial insert sz 3-rt med 9mm were exchanged. Patient's current health status is unknown.